Event description:
During initial implant procedure, the left ventricular (lv) lead was unable to advance over the catheter. This occurred when two other catheters were updated to attempt to implant. A new lv lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The lead was tested with an inner catheter and was able to be inserted and removed with no anomalies noted. Dimensional analysis was performed and measured all three ring electrodes to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.